Event description:
Bd 3ml luer-lok syringe (ref (B)(4)) - line measurements printed on side that state where to measured were not printed on the syringe properly. Markings were rotated around the syringe and now fully printed on it. Bd 3ml luer-lok syringe found in IV room - syringe markings were not printed properly. Markings were wrapped around syringe and did n ot include all markings.